Event description:
It was reported that on (B)(6) 2023, the patient underwent primary surgery with tfna for femoral trochanteric fracture on proximal femur. A few years after the implant, femoral head necrosis occurred. On (B)(6) 2026, the patient underwent a secondary surgery for removal of the products in question and implantation of an artificial femoral head. The surgery was completed successfully with no surgical delay. The surgeon commented that it was unlikely that this event was related to the implant devices, since this case was likely a femoral subchondral fragility fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.